Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition. The clinical observation was not able to be confirmed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) classified ventricular fibrillation as a non-sustained ventricular tachycardia. A boston scientific technical services representative discussed the episode and sending in a save to disk. No adverse patient effects were reported. Subsequent information indicates that the device was explanted for normal battery depletion and has been returned for analysis.